Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced bent cannula, minor leakage due to adhesive failure which led to hyperglycemia event on (B)(6) 2026. The patient's blood glucose level during the event was 401 mg/dl. No further information available.